Event description:
The customer reported a leak of fluid outside and underneath the au5400 clinical chemistry analyser. The volume of the leak was approximately one (1) gallon. The fluid appeared "soapy". There was no report of injury as a result of the leak. The customer was wearing the correct personal protective equipment. No erroneous results were generated.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. The fse identified that the leak was coming from the detergent pump. The fse replaced the pump to resolve the leak. It was confirmed that the liquid source was concentrated detergent. (B)(4).